Event description:
It was reported to st. Jude medical that the device was explanted when interrogation was unsuccessful. Long charge times and battery eri, 49.1 months post-implant, were also reported.